Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer's mother called, meter has several black vertical lines in the display which obscure the reading of the results. No adverse event reported. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.